Event description:
Event description guidant received information that during a device replacement procedure, this transvenous implantable lead exhibited insulation damage at the is-1 connection. The lead was explanted and a new guidant lead was successfully implanted. The lead has been returned for analysis.